Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 09/22/2017 with the following findings: the complaint could not be duplicated with testing. Review of the pump¿s black box indicated no abnormal pump behavior. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. Moisture was observed on the pump¿s force sensor and continuous-glucose-monitor module.